Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low speed events and pump stops while the patient was supported by batteries. A brief low speed event was also confirmed while the patient was supported by the power module. Based on past experience with the hmii lvas and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between these findings and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from 07jan2020 at 03:40am through 30jan2020 at 04:24pm. It should be noted that the clock appeared to reset on the final line of data. Brief low speed events, including pump stops, were captured intermittently on 15jan2020 from 07:36pm through 07:38pm. These events were associated with low speed advisory, low speed hazard, and low flow hazard alarms, and all appeared to occur while the patient was supported by batteries. One brief low speed event was also captured on 19jan2020 at 12:12pm in which pump speed was captured at 7380 rpm and the low speed advisory alarm was active. This event appeared to occur while the patient was supported by the power module. The pump speed remained above the low speed limit from (B)(6) 2020 through the end of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas IFU addresses all system controller alarms (including low speed advisory, low speed hazard, and pump off alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low speed and pump stop events on (B)(6) 2020 while on battery at home. The cause of the pump stops had not definitively been determined, however, the patient was currently on an ungrounded cable with no more pump stops and stable. No further information was provided.